Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a recently implanted patient was experiencing leg weakness and hematoma at lead site. The physician believed that it was not device related, but due to actual procedure. It was unknown what caused the hematoma. The patient underwent a lead explant procedure. The patient was doing well postoperatively.